Manufacturer narrative:
Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. Medtronic conducted an investigation based upon all information received. The involved device was not returned. However, the electronic device-use logs were available. A review of the system logs showed the unit did not display any software failure. However, several decoupling events occurred on both the first and second procedures while using catheters lg ID (B)(4) and sewc ID (B)(4), and that the sewcs positions were calculated properly from the received pickups. It was reported that the patient procedure was cancelled or aborted due to a system issue, and had to be hospitalized or had an extended hospital stay. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that there were issues completing local registration. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. It was additionally reported that the locatable guide and extended working channel decoupled. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the locatable guide (lg) stated it was decoupled when it was still connected with lg. Everything was connected correctly and registered twice and still received same message. Local registration would not launch even when the physician navigated within 1cm of the nodule. The system was showing it was decoupled and the launch button in the top right corner was just gray and not able to launch local registration. The procedure was not completed and was not completed by other means. The patient experience pnuemothorax. The hospitalization was extended for a minimum of 1 day until pneumothorax is resolved.